Event description:
Provider states that the power switch has no alarm. No additional information provided. Additional non-reportable complaint for this device; provider alleges that the pilot valve is causing low o2.